Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's daughter said the patient couldn't pee; they were trying to make changes to the device so they could pee again. During the call, the caller connected to the ins and changed the program from 1 to 2 and set stimulation to 1.8v. It was noted that stimulation was off which was why the caller couldn't increase stimulation. Upon turning the ins back on, the patient could feel stimulation. It as also noted that the patient is currently only peeing dribbles. As a result of what was reported, the caller was redirected to the healthcare provider (hcp) to address the urinary retention. It was discovered on the date of the initial report that the ins was off; it was unknown as to how the implant got turned off. No further patient complications have been reported as a result of this event.